Event description:
Reporter indicated, a vns pt was having increased seizures and was hospitalized in (B) (6) 2009 and (B) (6) 2009. The pt was also recently hospitalized for status epilepticus on (B) (6) 2010; however, the vns could not be interrogated and was believed to be at end of service on (B) (6) 2010. A battery estimate performed revealed approx -2.75 years remaining, indicating the generator is likely at end of service. The pt had vns generator replacement surgery. Attempts for product return and additional info from the reporter are in progress.